Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up buttons, due to corroded keypad traces. Operating current test could not be performed and failed battery test could not be verified, due to unresponsive buttons. No moisture damage was found on electronic assembly during visual inspection. The device was received with a cracked lcd window, cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after jumping into a pool with the device on. The buttons were also responding intermittently. Customer also received a failed battery test, which recurred after he was advised to replaced the battery. Customer's blood glucose was 189 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.